Event description:
A malfunction was reported with a code identifying malf 16, and the pump could not be reset. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent with updated software, and storage mode instructions were provided to the customer for the return of the malfunctioning pump. Training for the new pump was also made available, and all instructions were understood and acknowledged by the customer.